Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips did not lock when closing; a part was missing.

Event description:
It was reported that the clips did not lock when closing; a part was missing.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73d1800334 was manufactured on 04/16/2018 a total of (B)(4) pieces. Lot was released on 04/18/2018. DHR investigation did not show issues related to complaint. The customer returned two loose clips from 544240 hemolok l clips 6/cart 84/box for investigation. The clip cartridge was not returned. The returned clips were visually examined with and without magnification. Visual examination of the returned clips revealed that the clips were returned with the hooks broken off. The samples appear used as there is biological material present on the clips. R & d was consulted , and it could not be determined exactly how or what caused the clips to break at the hooks. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." It could not be determined exactly how or what caused the clips to break at the hooks. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip did not close" was confirmed based upon the sample received. Two loose clips were returned. The clip cartridge was not returned. The clips were returned with the hooks broken off. R & d was consulted , and it could not be determined exactly how or what caused the clips to break at the hooks. A CAPA has been previously opened to further investigate issues related to clip breakages.